Event description:
Unit is intermittently shutting down with an inop alarm. Unit was in use with a ups, no ac connected and battery is believed to have been approx 80% charged. No pt harm. The ups was tested with other vents with no problems. Unit was returned to use and problem occurred again. The unit would begin post but 'flicker' a few times before managing to complete post. There have been reports of 'resets' from the staff. The inop alarm sounded when this happened.